Event description:
Information was received from a consumer who reported about six months ago the wire was compressed, and then a few months ago they felt a blister which popped and clear liquid came out. Following this they noticed a hole behind their ear and the wire was visible. All of the wires were replaced on (B)(6) 2024. The consumer was trying to connect the communicator the first time but were getting the communicator not found message despite attempting to enter the s/n manually and scanning it several times. It was confirmed bluetooth and location were on. The communicator had a hard reset performed which resolved the issue.

Manufacturer narrative:
Section d10 references: product ID b35200 serial# (B)(6). Implanted: (B)(6) 2020 explanted: (B)(6) 2023 product type implantable neurostimulator; product ID 3708660 serial# (B)(6) implanted: (B)(6) 2020 explanted:(B)(6) 2024 product type extension; product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2024 product type extension product ID tm91d0 lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial#: (B)(6), ubd: 16-mar-2024, UDI#: (B)(4) ; product ID: 3708660, serial #: (B)(6), ubd: 16-mar-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.